Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge leaked overnight and the infusion set detached the following morning, after which the user replaced all supplies and resumed delivery, and blood glucose rose to 600 mg/dl for about 9 hours with assistance provided by a diabetes educator who administered subcutaneous insulin injections. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment due to elevated glucose requiring intervention. Investigation included complaint intake and replacement of supplies with confirmation of resumed therapy. Investigation of this case revealed a suspected product leak and loss of infusion site integrity that correlated with the reported hyperglycemia. It was concluded that the event was related to a leaking cartridge and an infusion set detachment, which resulted in hyperglycemia that resolved after changing supplies and receiving corrective insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.